Manufacturer narrative:
Patient is recovered. Sponsor assessed the event as not related to device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the cec adjudicated the event as non-q wave mi (target vessel), 3rd udmi peri pci. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the distal cx. On the same day post procedure the patient suffered periprocedural mi. The patient was treated with medication. The patient recovered. The investigator reported that the event is not related to the index device or anti platelets.

Manufacturer narrative:
Notified date was (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.